Event description:
It was reported patient was hospitalized for sepsis on (B)(6) 2019 and passed away on (B)(6)2019. Patient had additional co-morbidities that contributed to the death. Reportedly, the event is not related to the implant procedure or the cardiomems device.